Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on / squealing) was confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board (B)(4). The cause of the inability to power on is the flash memory failure. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on properly and was emitting a high pitched squealing sound.